Event description:
It was reported that there were air bubbles in the reservoir. The most recent blood glucose reading was 273 mg/dl. The customer stated that the reservoir was not filling insulin into it, drawing massive amounts of air. She stated that air come up from the bottom and large air bubbles were observed. The air bubbles were estimated to be about 1/4 inch in size. She advised that she had changed the reservoir out and resolve the issue. She reported that the air in the reservoir had popped the reservoir off. She stated that she had rewound with a reservoir in place, which she was advised against, since this was likely to cause air bubbles to form. She discarded the reservoir, so it could not be returned for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.